Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting an error 1 message when she was attempting to test her blood glucose. According to the ot ultra2 owner¿s manual, an error 1 indicates there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet or activity level on the day of the alleged issue. The patient reported 8 hours after the issue first started, she developed symptoms of ¿shaking.¿ the patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed it was the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she was unable to test, therefore, developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.